Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported corrosion is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported through counsel as a result of a legal claim that allegedly the patient underwent a right tha on (B)(6) 2011 and was subsequently revised on (B)(6) 2022 due to alleged corrosion and adverse soft tissue reaction.